Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The large needle driver instrument was analyzed and found to have a frayed grip cable at the idler pulleys. The cable itself was not fully broken. The cable was spliced in one place. As a result of the frayed cable, functional testing for motion failed. There was no discoloration, corrosion, or contamination found on the cable that would occur from improper reprocessing, which can reduce the material integrity. Further inspection revealed no signs of missing parts and found no abnormally sharp or damaged components that could have contributed to the cable breaking. Common causes of frayed instrument grip cable are attributed to damage to the cable through external collisions, during transport and/or storage, or during use or reprocessing.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.